Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-08270. It was reported the patient did not recharge her lumbar scs ipg. External devices will no longer communicate with the patient's scs system. Surgical intervention is planned for a later date to address the issue.